Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. The vessel locator wings collapsed prematurely causing loss of expected resistance. Manual compression was applied to achieve hemostasis. There were no patient effects. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.